Event description:
Product surveillance contacted the patient on (B)(6) 2011. According to the patient she did not recall seeing any holes, leaks, or defects in the supplies. The patient is unsure of how air could have gotten into the supplies. She discarded the supplies and started over with new ones. The patient has not had any further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a check patient line alarm was not confirmed in the lab due to a lack of sample; therefore, the cause could not be determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported receiving a check patient line alarm on the homechoice (hc) machine during initial drain. The home patient (hp) stated that she has started over once already, however, there is still air in the patient line. The technical service representative (tsr) explained that the hp may have had air in her catheter or transfer set and the initial drain pulled it out. The tsr assisted the hp with ending therapy. The hp will start over. No patient injury or medical intervention was reported. No additional information is available at this time.